Event description:
It was reported that during predilatations in the proximal and mid lad in preparation for stent deployment, a dissection in the distal lad occurred. Attempts were made to treat the distal dissection with a stent. It is unclear if the attempts were successful. No further procedural details were available.